Event description:
It was reported that during a stenting treatment procedure, the stent became elongated. The target lesion is located in the left anterior descending artery (lad). A non-bsc guide wire was advanced to the target lesion. The 3.00 x 24mm promus element stent was introduced and implanted. As the guide wire was being withdrawn, it rubbed against the stent and it was noted that the stent was elongated to greater than 24 mm. The elongated stent was treated with balloon angioplasty. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).